Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of bronchitis, hospital stay with heart issues. No medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation product investigation laboratory observed the sd card cover was missing. Dust-like contamination was observed on the top cover/ui panel, bottom enclosure, left and right side panels, in the air inlet, on the pca, on the blower cap, iso port, on and in the blower motor, in the base of the blower housing, and in the interior of the bottom enclosure. Product investigation laboratory observed small scratches on the top enclosure, bottom enclosure and left side panel. Product investigation laboratory observed the grommet on the motor blower wire was not seated properly. Product investigation laboratory observed potential sound abatement foam stuck to the bottom of the blower housing. Product investigation laboratory confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms. In this report device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of bronchitis, hospital stay with heart issues. No medical intervention was specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.